Event description:
Facial pain; due to the mask mandate, I have been trying to follow the rule but have had terribly negative side effects from wearing the blue surgical masks, or any other type of cloth mask. It has caused headaches, dizziness, and general discomfort in the areas it is touching skin. How can it be required for me to experience pain so that everyone else is ok? FDA safety report ID# (B)(4).